Event description:
The customer reported being unable to calibrate etco2. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.